Event description:
It was reported that an esu was used in the cecum to treat bleeding arteriovenous malformations (avms). The settings were spray coag, effect 2 at 20 watts. The pt returned four (4) days later and a perforation was detected (note: the facility reported the injury as an "iatrogenic perforated cecum"). An exploratory laparotomy and a right hemicolectomy was then performed to address the perforation. The patient's condition is now stable.

Manufacturer narrative:
The esu was returned and thoroughly evaluated. The generator was found to be functioning as intended. Specifically, a technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within spec on the device. In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or attributed to the event (note: the customer's associated argon plasma coagulator was also evaluated and found to be working as intended. Then unrelated to the reported incident, some routine service/upgrade work was performed on both units). Most likely there were many factors involved in the reported event. However, the incident was reported by facility as being a "iatrogenic" which means that the complication was induced by a physician's activity, manner, or therapy. Nonetheless, no conclusive determination could be made by erbe as to the cause of the situation. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work will be offered to the medical staff at the hosp. Erbe USA, inc. Is now closing the file on this event.